Manufacturer narrative:
Section h4 - device mfg date was inadvertently left blank. The manufacture date for the analyzer is october 18, 2018 and it was entered into the field. No further updates are necessary.

Event description:
The customer reported false elevated sodium assay results on an architect c8000 analyzer for one patient. The customer provided: sid (B)(6): initial = 170 meq/l, repeat = 136 meq/l. The customer¿s reference range is 136-145 meq/l. No impact to patient management was reported.

Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for ict diluent and ict ref solution which were in use on the customer's architect c8000 analyzer. Review of trending reports did not identify any trends for false elevated results. Return testing was not completed as returns were not available. Manufacturing documentation was reviewed and did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further information was provided.

Event description:
The customer reported false elevated sodium assay results on an architect c8000 analyzer for one patient. The customer provided: sid (B)(6): initial = 170 meq/l, repeat = 136 meq/l. The customer¿s reference range is 136-145 meq/l. No impact to patient management was reported.